Manufacturer narrative:
Additional information: h6 h10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp y-type microbore catheter extension set broke. The event was further reported as the "y-site had broken at the piece that connects to the peripheral IV". No IV fluids were infusing at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.